Event description:
A hemodialysis inpatient user facility has reported that during the treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250-300ccs. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.